Manufacturer narrative:
(B)(4).

Event description:
Received information reporting high impedances on c 0 c3 and 03 on lft and c8 on right. The hcp wants to replace the extension on the left because the patient reports that control comes and goes and extension feels tight. There is no evidence it is the extension that is causing problems. Recommendations were made to troubleshoot the situation and diagnose the problem. Additional information reported an open lead was found and is going to scheduled for replacement. Further information has been requested and if received a follow up report will be sent.